Event description:
The reporter stated the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The icl was explanted on (B) (6) 2010 due to no vault. The icl was exchanged for a longer lens. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).